Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the lips. Pre-treatment includes double disinfection with chlorhexidine at 1 minute intervals and anesthesia (xylocaine 10mg/ml and adrenaline 0.0005 mg/ml for pain control). Post-treatment includes ice. Five days later, patient returned for evaluation and was diagnosed with a hematoma of the left lower hemalum. Hcp recommended to apply cold compresses. Two weeks later, during the follow up evaluations shows complete healing with no edema, infection or hematoma. Approximately two months later, patient developed small fluctuating slightly painful masses in the treated areas. Approximately six months and a half later, patient has ultrasound performed which shows small infiltration of hypodermic soft issue under the left para labialis inferior. Hypoechogenic nodular images appearing small glands fatty deposits and small infiltration of the paranasal hypodermic soft parts. About two weeks later, hyaluronidase test performed which resulted negative. Hcp noted that the findings of granulomas and suggested biopsy. The hcp additionally reported approximately two months post injection, the patient experienced ¿redness and pain at injecting sites". Symptoms are ongoing.